Event description:
It was reported that this pacemaker was exhibiting right atrial (ra) channel farfield oversensing. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.